Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15652577 was revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report 1226348-2013-10003 and 1058196-2013-00034.

Event description:
During the procedure, two orbit coils (638cf1030/ 15267767 and 638cf0824/ 15652577) stretched during insertion into the target aneurysm. After the event, the same sl 10 microcatheter was used with the next device (non-codman) to complete the procedure successfully. During placement, the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and the microcatheter. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc). There was no patient injury reported and the devices will be returned for analyses.

Manufacturer narrative:
During the procedure, two orbit coils ((B)(4)) stretched during insertion into the target aneurysm. After the event, the same sl 10 microcatheter was used with the next device (non-codman) to complete the procedure successfully. During placement, the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and the microcatheter. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc). There was no patient injury reported and the devices will be returned for analyses. A non-sterile orbit rdfl complex fill coil was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was found unzipped and no damages were noted on it. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched in tangled condition with the device. The gripper and embolic coil were inspected under microscope the gripper was found without damage while the embolic coil was found stretched in tangled condition with the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. The cause of the damages, and the stretched condition of the embolic coil could not be conclusively determined based on the analysis. It was reported that the mc was repositioned while the orbit coil was deployed in the aneurysm. The IFU cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. It is possible that this procedural factor contributed to the stretching of the coil. Based on the analysis and the device history record review there is no indication of any manufacturing issues related to the event. Additionally inspections are in place to prevent these types of damages from leaving the facility. The cause of the stretched coil cannot be conclusively determined; however procedural factors addressed in the instructions for use may have contributed. Therefore, no corrective actions will be taken at this time. This is one of two products involved with this adverse event, which is associated with mfg report 1226348-2013-10003 and 1058196-2013-00034.